Event description:
A customer reported an intermittent leak from the probe of the act diff analyzer at the end of the startup cycle; the leak was not contained. Plt startup failure was also reported. The customer was wearing gloves and a lab coat when the leak was discovered so there was no exposure to open wounds or mucous membranes. In addition, no erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed the probe dripped diluent at the end of the startup and that the platelet background was high. To resolve the issue, the fse replaced all diluent filters and subsequently all backgrounds came in range; the probe stopped dripping. The failure mode identified is likely to impact cbc/diff parameters. (B)(4).